Manufacturer narrative:
It was previously reported that two resolute integrity rx coronary drug eluting stents became deformed in vivo during positioning. It was subsequently reported that one resolute integrity stent became deformed in vivo during positioning because it was a complex and very calcified lesion. The second resolute integrity stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a severely calcified and complex lesion. The first resolute integrity device was inspected with no issues. Negative prep was performed on the second resolute integrity device with no issues. It was reported that both stents deformed in vivo during positioning. The patient is alive with no injury.